Event description:
Device operational issue - level 1 - issue associated with any deviations from specs relating to device operations eg deployment, connection, electrical, computer software, infusion/flow, output, protective measure, and incompatibility issues. Device operates differently than expected (B)(4) - issue associated with any deviations from expected performance while operating and using the device. Filling problem (B)(4) - issue associated with the method or amount of time associated with the delivery of a fluid. Time to delivery or amount of delivered entity may be affected. Overfill (B)(4) short fill (B)(4) - occlusion within device (B)(4) - issue associated with an obstruction or blockage within any of the device components - eg tube, opening, pipe - that results in a restriction of flow.